Manufacturer narrative:
The immucor laboratory tested retention product on 10jul2015, and the retention product performed as expected. The immucor laboratory also tested a returned blood sample from the customer site and tested it against the retention product on (B)(6) 2015, and obtained the same unexpected negative result after an acceptable fifteen (15) minute incubation, and then a subsequent weak positive result after an acceptable thirty (30) minute incubation. The sample was also tested against a different anti-c, which is composed of a different clone when compared to 936110, and obtained the expected positive result. The clone used for 936110 is ms24. The clone used for the other different anti-c is ms273. A letter was sent to the customer from immucor stating that the amount and nature of c antigenic epitopes may show preference to the ms273 clone.

Event description:
On . (B)(6) 2015, a customer reported an unexpected negative result when using gamma-clone anti-c (monoclonal) with manual testing methodology.